Event description:
It was reported that during the procedure, after pre-dilating the lesion with an unspecified 1.2mm diameter balloon catheter, with the use of a non-abbott guide catheter extension device, a 2.5x38 rx xience xpedition stent delivery system (sds) was advanced toward an extremely calcified lesion in the heavily tortuous distal left anterior descending (lad) coronary artery, but was unable to cross the lesion due to patient anatomy, resulting in a proximal shaft separation approximately 2 inches distal to the hub. The sds shaft pieces were withdrawn from the anatomy without issue. Another attempt to cross was made with a 2.75x23 rx xience xpedition sds, however, this device failed to cross the lesion due to patient anatomy, resulting in a proximal shaft separation in the same area. The sds shaft pieces were withdrawn from the anatomy without issue. A 3rd attempt to cross was made using a non-abbott sds, but this device also failed to cross and resulted in a proximal shaft separation in the same area as the prior devices; this device was also withdrawn without issue. During all attempts to cross, excessive force was not applied. The patient was alternatively treated with medication since it was believed that no other devices would be able to cross due to the extreme lesion calcification. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The rx xience xpedition 2.50 x 38 mm mentioned is being filed under a separate manufacturer report number. Concomitant product: other: vascular solutions guideliner guide cath extension device. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.